Manufacturer narrative:
Investigation no sample returned analysis and findings: distribution history a review of distribution history could not be performed because the lot number was not provided. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed some similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation : evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause : while no definitive root cause could be reliably determined, based on the complaint description, the potential cause may be due to no use of supporting sutures which produces the tissue to be too taut and causes the opening of the wound. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No.

Event description:
Customer reported: physician used product on breast reduction and had a dehicence. Doctor may did not use any supporting sutures, only insorb, opening of the wound after insorb use, needed to stitch the wound. Patient is ok. 1216677-2021-00178-1 insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Report submitted by csi report- physician used product on 2 breast reductions and had a dehicence with both. Additional information - doctor may did not use any supporting sutures only insorb, opening of the wound after insorb use, needed to stitch the wound, patient is ok. Insorb 30 stapler 2030. E-complaint: (B)(4).